Event description:
The customer called the response center and reported that no alarm was provided when the pt's heart rate was at 26 beats per minute.

Manufacturer narrative:
The customer called the response center and reported that no alarm was provided when the pt's heart rate was at 26 beats per minute. It was reported that a yellow heart rate low limit violation alarm was provided for heart rate of 30 beats per minute. Alarm volume at the bedside was set at 15 (lowest audible setting). A field service engineer (fse) visited the customer site to perform device testing and to gather pt strips and central station log files. Post incident device testing performed by the fse showed that the device was performing to specifications. Alarms were provided as appropriate for simulated pt conditions. No pt strips were provided for review. The fse was able to obtain the central station log files, which were forwarded to the philips facility for review. A review of the junk.dat files shows that arrhythmia analysis was turned off at 12:03 in 2008, and was not turned on again until 13:39. The bed label is 1f li. Note that with arrhythmia alarms turned off (basic cardiotach on), ECG limit violation alarms would still be available. The fse also confirmed that the pt was an adult, and that the adult monitoring mode was being used. Note that there are no red brady alarms available in adult monitoring mode. (Red brady alarms are only available in neonatal and pediatric monitoring modes). Refer to the test/notes section for add'l info. The fse explained device functionality and alarm behavior to the customer. This is not being considered a device malfunction. No further investigation is warranted.